Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The hospital authority reported via phone call that customer had diabetes ketoacidosis and high blood glucose on unknown date. The customer's blood glucose was 400 mg/dl. It was stated that the drive support cap was flush. Troubleshooting was performed for the damage. The insulin pump will be returned for analysis.